Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, after the left ventricular lead was inserted, the physician felt abnormally high resistance while removing the guidewire and felt a pop when the wire finally began to pull out. Upon testing the lead via the psa, the pacing impedance was noted to be high, loss of sensing and loss of capture were also observed. The lead was not used and replaced. The patient was stable.

Event description:
New information states that there was suspected lead damage while removing the guidewire from the lead.

Manufacturer narrative:
A complete lead was returned in one piece for analysis without the guidewire. The reported event of high resistance to retracting the wire was confirmed. The ptfe coating of the guidewire was found bunched up/clogged inside the inner coil distal to the connector pin. X-ray analysis found bunched up inner coil consistent with procedural damage. The reported event of high resistance to retracting the wire was isolated to the ptfe coating from the guidewire and inner coil bunching up at the connector region consistent with "erroring" at time of procedure. The reported events of high pacing impedance and no intracardiac egm, nor capture ability observed was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.